Manufacturer narrative:
Device not returned.

Event description:
Reportedly, this device was explanted at the implant due to central regurgitation seen on intra op tee. Nothing unusual was seen with the valve.